Event description:
Patient reported right side "lobations in the contour and radial folds, of frequent and usual occurrence", anxiety and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "lobations in the contour and radial folds, of frequent and usual occurrence", anxiety and capsular contracture baker grade IV. The device has been explanted.